Manufacturer narrative:
Findings: unit received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test and confirm motor position encoder error alarm due to motor error alarm. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 128 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such MRI. The customer reported motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.